Manufacturer narrative:
(B)(4). The reported event could not be confirmed based on limited information received. No products were returned; therefore, the visual and dimensional inspections were not performed. However, a photo of the explanted devices was provided showing blood and bone cement partially covering the base of the femoral and tibial components as well as the back side of the patella. Additionally, there were blood markings on the articular surface and set screw. Per the nexgen package insert, infection is listed as a known potential adverse effect of the tka procedure. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products - unknown nexgen bearing, unknown nexgen femur, unknown nexgen tibial tray, unknown nexgen stem. (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-07946, 0001822565-2017-07947, 0001822565-2017-07948, 0001822565-2017-07950 and 0001822565-2017-07951. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a revision surgery due to infection. During the surgery, the surgeon found that the femur was loose and was able to remove by hand once bolt was removed. Attempts have been made and additional information on the reported event is unavailable at this time.